Manufacturer narrative:
B5- per updated information the replacement lens was implanted vertically. Cause is unknown. Claim # (B)(4).

Manufacturer narrative:
H3- device evaluation: lens was returned dry in a micro-centrifuge vial with residue/debris. Visual inspection found one of the haptics torn and debris and residue throughout the lens. Claim# (B)(4).

Manufacturer narrative:
Weight, ethnicity, race : unk. PMA/510k: this product is not marketed in the us. Work order search: no similar complaints were found. Claim # (B)(4).

Event description:
The reporter indicated that a 12.1mm, vticm5_12.1, -11.50/+2.00/81, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged for a same length lens due to lens rotation not associated to low vault. This exchange resolved the problem.